Event description:
Caller reported damage to the usb port and pins, impacting the ability to charge the pump, but the pump had not shut down. There was no adverse impact on the customer's blood glucose level. Cts decided to replace the pump, instructing the caller to use mdi as backup therapy and return the damaged pump to tandem. The customer was informed that the replacement pump would have updated software and agreed to program their settings and connect the cgm to the new device.